Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event: - the patient¿s race is white and ethnicity is not hispanic/latino - it was initially reported that the implantation date is (B)(6) 2015. Additional information received states that the implantation date is (B)(6) 2015. - the capsular contracture in the patient¿s right breast is baker grade iii - it was initially reported that the explantation date is (B)(6) 2017. Additional information received states that the explantation date is (B)(6) 2017. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 425cc gel breast prosthesis (right device) and an unspecified mentor gel breast prosthesis (left device) developed capsular contracture in both of her breasts. As a result, the patient underwent unilateral explantation of her right breast prosthesis in 2017. The explanted right breast prosthesis was replaced with an allergan breast prosthesis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the patient¿s left breast prosthesis. This medwatch report is for the patient¿s right breast prosthesis.